Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment of a loss of connection and difficulty pairing was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: device was returned for physical analysis. Analysis was unable to confirm the customer comment of a loss of connection and difficulty pairing. No defects were found. The mobile programmer will be decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Desc evt problem d1. Brand name d4. Model #/catalog #/serial #/unique identifier (UDI) # d10. Concomitant prod medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer and the patient connector lost connection with the mobile programmer application as the procedure commenced. Troubleshooting steps were taking to include attempting to re-pair which was successful in pairing the patient connector; however, it was not possible to pair with the mobile programmer. Further troubleshooting steps were taken to include multiple restarts of the mobile programmer application and host tablet which resolved the issue, however due to the length of time in troubleshooting the mobile programmer was switched out for a legacy programmer to continue the case. No patient complications have been reported as a result of this event.

Event description:
It was reported that the mobile programmer application lost connection with the mobile programmer base and the patient connector as the procedure commenced. Troubleshooting steps were taking to include attempting to re-pair, which was successful in pairing the patient connector, however it was not possible to pair with the mobile programmer base. Further troubleshooting steps were taken to include multiple restarts of the mobile programmer application and host tablet which resolved the issue, however due to the length of time in troubleshooting the mobile programmer was switched out for a legacy programmer to continue the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.